Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power up unless cord is wiggled) was confirmed. Upon evaluation, the power input socket was damaged as well as the power end cord. The end of the power cord was bent, which likely caused the damage to the socket when attempting to plug it in. The root cause for the power cord damage cannot be positively determined but is likely the result of excessive force. No adverse event resulted from the defective power cord. The patient received a replacement charger.

Event description:
A (B)(6) year old female patient contacted zoll customer support to report that her charger/modem would only light up and charge a battery when the cord was wiggled. The patient was issued a replacement charger.